Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Pa-2014-0026 for pressure sensors. Ca-2017-0187 for 3rd party latch/sear. A review of the device history record for (B)(6) was performed from date of manufacture 7/24/2006 to the present date 11/20/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device had a broken door and bezel cables torn. No patient involvement.

Event description:
It was reported that the device had a broken door and bezel cables torn. No patient involvement.

Manufacturer narrative:
Correction: g5 (PMA/510(k) #).

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. (B)(4) for pressure sensors. (B)(4) for 3rd party latch/sear. A review of the device history record for (B)(4) was performed from date of manufacture 7/24/2006 to the present date 11/20/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device had a broken door and bezel cables torn. No patient involvement.